Event description:
Further information received from the physician via the manufacturer¿s representative reported that the patient was to have surgery that was unrelated to the implanted neurostimulator (ins). After the surgery was completed, they were to see if the ins system would be explanted or revised.

Event description:
Follow up information received from the manufacturer¿s representative reported that the managing physician was having the patient meet with the surgeon on (B)(6) 2017. There were no abnormal impedances noted when checked.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative (rep). It was reported that the next course of action was not in the near future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Patient reported that it happened again. They were sitting down and all of a sudden the stimulation increased where he could not walk because it was so strong. It was reported that the manufacturer representative had an appointment near the end of (B)(6) and would interrogate their battery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer through a manufacturer representative stating the patient experienced twice where the device felt like it surged and one time when the device "went out" and his legs also "went out" causing him to fall on his face. Patient stated they had no falls prior to these incidents. During one surge the patient was connecting a clothes dryer, during another he was laying on the floor playing with his dog, and once they were just walking when the stim went out. The manufacturer representative stated that the adaptive stim was not activated on the ins. Impedances were ran and all pairs were 1389-1490. The patient was reported to be afraid of using the therapy now and the physician wants to replace it.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimul ator for spinal pain. It was reported that during certain postural changes, the patient felt stimulation getting super strong in their legs. It only happened on 2 occasions when they were in an odd posture like when they were underneath the dryer. It was reported that this happened on (B)(6) 2017. Another manufacturer representative met with the patient on (B)(6) 2017 for reprogramming. It was reported that the issue was resolved at the time of the report.